Event description:
Tubing of smartez 250 ml/hr 250 ml volume filled with meropenem 500 mg/0.9% sodium chloride 125 ml broke off at reservoir when pt was removing the paper around the tubing. (Lot: s7l49).